Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench tests, full calibration, device testing and stressing with known good test circuit and o2 supply without duplicating the report. An internal inspection found no discrepancies. Accessories were not returned for evaluation. The o2 valve was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.